Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned for investigation. Review and evaluation of the event history log confirmed the error had occurred and resulted from a clutch release with plunger manipulation during an infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.